Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the revision was done because the monoblock was loose; a new stem was put in.